Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 54 cm diameter thoracic aortic aneurysm in zone 0. The proximal neck was 48-54 mm in diameter. The left and right common iliac arteries were 9.1 mm in diameter. The right and left external iliac arteries measured 13 mm in diameter. The patient had an aorto -innominate - lcc - lsa bypass on the day before in preparation for the tevar graft implant. It was reported that during the index procedure, the intent was to land the proximal device distal to the aortic bypass graft and covering the great vessels. The initial run focused on the arch and proximal descending aorta to confirm the distal device placement. The valiant device was landed successfully. The second run was done in a 9 inch magnified view to focus on the proximal landing zone. The second valiant device was accurately landed as planned just distal to the bypass graft and into the valiant device with adequate overlap. A reliant balloon was used only at the device overlap zones. The final run confirmed perfect placement and complete occlusion of the aneurysm. The right groin was closed and during the "perclose" of the left groin the patient's pressure went from normal to zero. The physician opened the chest to find a large tear in the aortic root. The physician placed the patient on bypass and was transported to the cardiovascular operating room for an attempt at repair with an aortic root replacement. The patient expired same day. Upon further review of the images the physician discovered a pre-existing dissection in the aortic root. This may have happened during the application of the side biting clamp placement for the bypass graft. The physician noted that there was a prominent calcified deposit in the root requiring placement of the aortic bypass graft more distal than originally intended. Films review analysis: review of returned pre-implant cta's revealed a 6cm taa beginning near the level of the lsa. The thoracic is tortuous with areas of calcification. A large area of calcification is also seen in the ascending arch. Just below the arch the thoracic is acutely angulated 90 degrees, and the descending thoracic is 's' shaped. The aaa is also dilated near the level of the renal arteries. The iliacs are mildly tortuous. Images from the pre-implant bypass and stent graft implant were not provided. The cause of the events could not be determined from these films.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: implanting in zone 0.